Event description:
This is about the bd paradigm link blood glucose monitor. About six months ago pt upgraded their minimed pump to the 512 model. Pt received with it the bd paradigm link monitor. At first some of the test strips would give an e-3 on screen instead of glucose reading. Pt went back and forth on trying to convince bd that the test strips were defective. Finally several weeks later, bd sent letters out to all of their customers with this meter showing all lot numbers of strips that were defective. There were many lot numbers that were bad. They replaced strips free. The other problem with meter is glucose readings from strip to strip at the same time are very different. Today pt had a reading of 50, took second one right after first and it was 190. Later that day pt did the same thing, and reading was 66 then 103. This has gone on before with the last meter pt had, and pt just recieved the new meter yesterday that gave them the readings above. Pt has been type one diabetic for 27 years. Pt has used about every monitor on the market. This problem needs to be fixed before someone gets into serious trouble believing in the monitor reading and programming wrong dose of insulin. In pt's opinion the meter should be pulled from the market. This problem has been going on for some time now. Bd has never been in the meter market, as this is the first one. Bd knows of the problems but has not corrected yet.